Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. The customer site has not approved replacement of parts, or additional troubleshooting.

Event description:
A medtronic representative reported that the imaging system would not fully power on. The mobile view station (mvs) would not power on and the screen was black. This was discovered outside of patient involvement. No additional details were provided.